Event description:
Customer reported that she called the paramedics and was admitted due to high blood glucose and dka. The blood glucose reading at the time of hospitalization was 498mg/dl. Customer stated that she had nausea prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.